Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the horizontal stripe interference in the image was cable bending distortion, and the missing adapter screw was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the camera head exhibited horizontal stripe interference in the image, and the adapter screw was missing. There was no patient involvement.